Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported an inaccurately high control solution result of "160" with a range of 106- 141 mg/dl. A second test that was performed for customer service was within the expected range. Because the patient alleged, he began sweating after using the product, the complaint is classified as an adverse event. No treatment was received.